Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). For product information received. The lot was corrected to 'unknown'.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is not available currently.

Event description:
The sales rep reported that during a meniscal procedure the customer's meniscal deployment gun was having difficulty deploying the first implant and when deploying the second implant the gun misfired. The sales rep stated that the surgeon cut out the implants. The sales rep reported that the surgeon completed the procedure by moving over and using another like device with no patient consequences but there was a 15 minute delay. The device will be returning for evaluation.

Manufacturer narrative:
The device was received and evaluated. Visually, there is slight tissue debris on the distal tip as well as some corrosion on the pusher road. Other than these observations, no other anomalies were noted. The device was tested with a tester needle and was able to function properly. The needle that was used with this device will not be returned so the reported condition could not be confirmed at this time. A definitive root cause can also not be determined at this time. A potential cause to this condition could be that the user over-penetrated the first penetration, causing excessive needle length behind the meniscus. This can lead to the silicon tubing and implant to get bound up but shifting out of place. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot was corrected to 'unknown'.